Manufacturer narrative:
Patient reported having issues post-operatively and thinks that it may be an allergic reaction. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient reported having issues post-operatively and thinks that it may be an allergic reaction.